Event description:
It is reported that the surgeon attempted to implant the sutures and the threads broke off of the suture attachment.

Manufacturer narrative:
Eval summary: the manufacturing records of the returned statak assembly indicate that the suture was securely held in the driver shaft without any damage to the threads. Inspection reports also indicate no sign of damage, and the suture was properly assembled to the anchor. The fracture condition of the sutures cannot be analyzed since they were not returned with the driver shaft. The actual cause cannot be determined with the available information. Device history records indicate device manufactured to specification. The returned product meets specification where measurable in its returned condition.